Manufacturer narrative:
While it is unk if the impression material used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability. The device is available for evaluation, though results are not available as of this report.

Event description:
In this event, it was reported that a pt experienced a burning sensation and developed blisters localized in the area where an impression was recorded with aquasil ultra b4 impression material. The pt was advised by the treating dentist to take benadryl to alleviate the symptoms. The doctor reported that several days later, the pt returned to the office and the symptoms were subsiding.